Manufacturer narrative:
Product event summary: the controller and four (4) batteries were not returned for evaluation. As a result, the reported poor mechanical connection event could not be confirmed, as the units were not available for analysis. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving the batteries. Log file analysis also revealed five (5) controller power up events recorded on (B)(6) 2019 at 20:44:01, on (B)(6) 2019 at 16:26:22, on (B)(6) 2019 at 18:09:10, on (B)(6) 2019 at 12:51:06, and on (B)(6) 2019 at 17:57:27. The controller was without power for 13 seconds, 14 seconds, 14 seconds, 11 seconds, and 12 seconds, respectively. Several momentary disconnec tions were recorded leading up to the losses of power. As a result, the reported power switching, and loss of power events were confirmed. A power source lubrication procedure was performed on the batteries on 26-jul-2018. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported poor mechanical connection event can be attributed, but not limited, to connector damage, bent pins, and/or connector wiring failure. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. While the product was not available for physical analysis, the most likely root cause of the reported premature power switching event after lubrication can be attributed to momentary disconnections due to corrosion of the controller power port pins. An internal investigation was initiated to capture events involving the controller losing power. Additional products: d4: serial #: (B)(6) h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 d4: serial #: (B)(6) h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 d4: serial #: (B)(6) h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 d4: serial #: (B)(6) h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: brand name: heartware ventricular assist system ¿ battery. Model #: 1650de / catalog #: 1650de / expiration date: 30-jun-2017 / serial #: (B)(4), UDI #: (B)(4). Device evaluation anticipated, but not yet begun. Mfg date: 30-jun-2016. Brand name: heartware ventricular assist system ¿ battery.. Model #: 1650de / catalog #: 1650de / expiration date: 31-jul-2017 / serial #: (B)(4), UDI #: (B)(4). Device evaluation anticipated, but not yet begun. Mfg date: 31-jul-2016. (B)(4). Brand name: heartware ventricular assist system ¿ battery. Model #: 1650de / catalog #: 1650de / expiration date: 31-aug-2017 / serial #: (B)(4), UDI #: (B)(4). Device evaluation anticipated, but not yet begun. Mfg date: 31-aug-2016. (B)(4). Brand name: heartware ventricular assist system ¿ battery. Model #: 1650de / catalog #: 1650de / expiration date: 31-aug-2017 / serial #: (B)(4), UDI #: (B)(4). Device evaluation anticipated, but not yet begun. Mfg date: 31-aug-2016. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were two power ups noted on the controller and power switching was suspected on the batteries. It was also noted that there was a "floppy" mechanical connection of the batteries' power connectors attached to the controller. The controller remains in use, but the batteries were replaced. No patient complications have been reported as a result of this event.